Event description:
It was reported that shaft leak occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was not problem crossing the lesion; however, pressure leaking was felt immediately when pressure was applied and procedure was stopped. When the device was checked outside the patient, the balloon did not inflate and was leaking from the proximal part of the shaft. The procedure was completed with another of the same device. No patient complications reported.

Event description:
It was reported that shaft leak occurred. The 50% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that there was not problem crossing the lesion; however, pressure leaking was felt immediately when pressure was applied and procedure was stopped. When the device was checked outside the patient, the balloon did not inflate and was leaking from the proximal part of the shaft. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual/tactile inspection, microscopic analysis and leakage testing were performed. Examination identified blood inside the balloon. A pinhole was noted on the outer lumen when inflating to rated burst pressure. The pinhole was 11.5cm proximal from the tip of the balloon. No issues were noted with the inner lumen. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres however, pressure was unable to be maintained as inflation liquid was observed leaking from the pinhole identified on the shaft polymer extrusion. No other device issues were identified during returned product analysis.